Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 38% to 7% over the course of 7 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 38% to 7% over the course of 7 months. A request was made to have data from this device analyzed, however, the device is not enrolled in latitude, therefore the updated device data was requested in order to perform the analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The product return information is not yet available. Further information was requested.

Manufacturer narrative:
Correction: h4 field device manufacture date was updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 38% to 7% over the course of 7 months. A request was made to have data from this device analyzed, however, the device is not enrolled in latitude, therefore the updated device data was requested in order to perform the analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. No information was able to be obtained regarding the product return status, therefore, the device is not expected to be returned.

Manufacturer narrative:
Correction: h4 field device manufacture date was updated. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 38% to 7% over the course of 7 months. A request was made to have data from this device analyzed, however, the device is not enrolled in latitude, therefore the updated device data was requested in order to perform the analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction: h4 field device manufacture date and correction/removal reporting # were updated. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 38% to 7% over the course of 7 months. A request was made to have data from this device analyzed, however, the device is not enrolled in latitude, therefore the updated device data was requested in order to perform the analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction: h4 field device manufacture date was updated. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 38% to 7% over the course of 7 months. A request was made to have data from this device analyzed, however, the device is not enrolled in latitude, therefore the updated device data was requested in order to perform the analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.